Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "a severe reaction" and "multiple instances of anaphylaxis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a severe reaction" and "multiple instances of anaphylaxis."

Event description:
Healthcare professional reported a right side "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Patient reported "a severe reaction" and "multiple instances of anaphylaxis." The device has been explanted.